Event description:
On (B)(6) 2012, at (B)(6), the customer reported that for the motor control board (mcb) attached to the rpm 20-310/320 single roller pump for hl-20 (article number: 70102.8668, serial number: (B)(4)) that the rpm unit displays a "stop - -" message when the "art-mode" runs on cardioplegia and the rotoflow console (rfc) is on or off. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The motor control board was replaced and the defective board was sent to maquet cardiopulmonary (B)(4). The investigation determined that the unit sent a stop signal, which resulted in a pump intervention, but no module sent the signal. There was a pump intervention without any reason and "stop - -" was displayed. The cause was due to disturbances at the stop-signal circuit and a resistor was changed on the board.